Event description:
Approximately six weeks after hvad implantation, patient was hospitalized for a gastrointestinal bleed. Patient presented to the emergency room with low hemoglobin and dark stools. Esophagogastroduodenoscopy revealed a duodenal ulcer. The patient was treated with packed red blood cells. At last report, he was recovering in the hospital's step-down unit.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was hospitalized for a gastrointestinal bleed. The patient presented to the emergency room with low hemoglobin and dark stools. Esophagogastroduodenoscopy showed a 5 mm non-bleeding ulcer in the duodenal bulb. He received 2 units of packed red blood cells and his hemoglobin began to rise. At last report, he was recovering in the hospital's step-down unit. The device will not be returned as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) 'gastrointestinal (gi) bleed'.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.